Event description:
It was reported that the lead required revision due to decreased sensing, high capture threshold, and impedance decrease. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments. Analysis results revealed that the helix was disengaged from the helical channel. Blood/body fluid was present on the outer tubing overlay, and in/on the helix mechanism. The defib conductor was distorted. The outer tubing overlay was melted, had cosmetic environmental stress cracks, and was breached cut. There was a cosmetic depression in the outer insulation.

Event description:
It was initially reported that the lead required revision due to decreased sensing, high capture threshold, and impedance decrease. Subsequent follow-up determined that incoming information was incorrectly attributed to this event. Upon further review, it was reported that the lead had decreased right ventricular sensitivity and that it was explanted and replaced due to an upgrade to a bi-ventricular defibrillation system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments. Analysis results revealed that the helix was disengaged from the helical channel. Blood/body fluid was present on the outer tubing overlay, and in/on the helix mechanism. The defib conductor was distorted. The outer tubing overlay was melted, had cosmetic environmental stress cracks, and was breached cut. There was a cosmetic depression in the outer insulation.